Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was poor separator movement. It was reported this affected 1300 devices. The following information was provided by the initial reporter. The customer stated: "samples were not clotted even after 20 minutes of set down." 15 feb 2023 ¿ rcc reviewed the picture provided and found the blood in the serum tube does not clot.

Manufacturer narrative:
H6. Bd received 10 samples and 2 photos for investigation. After review and analysis of the customer received photo, bd is unable to confirm poor clot formation due to the off label use stated within the customer verbatim. Bd recommends a minimum clotting time for the serum tube is 60 minutes. The bd serum tube should have 5 gentle and complete inversions to allow the clot activator to facilitate clotting. In addition, the tube should be filled to the appropriate volume. The customer has indicated a clot time up to 20 minutes. The instruction for use (IFU) for this tube type indicates that the tube must be allowed to clot for a minimum of 60 minutes before centrifugation to allow proper clot formation. Recommended times are based upon an intact clotting process. Patients with abnormal clotting due to disease, or those receiving anticoagulant therapy require more time for complete clot formation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for insufficient clotting. The root cause of the customer issue was due to insufficient clotting time. This is considered an off label use of this product. A review of specimen handling parameters should be reviewed for this tube type. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was poor separator movement. It was reported this affected 1300 devices. The following information was provided by the initial reporter. The customer stated: "samples were not clotted even after 20 minutes of set down." (B)(6) 2023 ¿ rcc reviewed the picture provided and found the blood in the serum tube does not clot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.